Manufacturer narrative:
The manufacturer has completed the investigation of the ventilator that allegedly changed modes from bipap to CPAP while in patient use. The patient reportedly expired. The device was returned to the manufacturer's service center. The customer's complaint was not confirmed. The device was tested and found to operate to design specifications. The device's downloaded event log and patient data files were reviewed by the manufacturer. The device was operating on CPAP on the day of the reported event, there is no indication that the device changed to a bipap mode. The device's secondary settings were accessed by the end user and changes were made to the settings, but the secondary settings were not activated. At no time did the settings change as alleged by the customer. The manufacturer concludes the customer's complaint was not confirmed. The device's settings were on CPAP and did not change during use. The device operated to design specifications.

Event description:
The manufacturer received information alleging a patient expired while using a ventilator, the device's modes were changed from bipap to CPAP. The device has not yet been evaluated by the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow up report will be submitted when the manufacturer's investigation is complete.